Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the insulin pump turned off without warning. The customer reported that the drive support cap was fine. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery alarms or unexpected blank display noted. Unit functioned properly. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No motor error alarms noted. Unit functioned properly. Motor was tested outside the device and passed. Unable to confirm motor position encoder error alarm due to overwritten with displayable history check failed on startup alarms in alarm history screen. Displayable history check failed on startup alarm noted due to corrupted history file. Unit was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads and stained end cap sticker.